Event description:
The manufacturer representative reported, the patient had a routine replacement of their intrathecal drug delivery pump in 2007. The catheter was left in place. Two days later, the patient presented to the ER with symptoms of withdrawal including increased spasticity and mild clonus. The drug used in the pump is baclofen (concentration unknown) at a dose of 442 mcg/day via flex dosing. The patient was given a 50 mcg bolus and did not respond. Patient was admitted to the ICU and intubated. At that time, the catheter was thought to be functioning, however, when it was disconnected it could not be aspirated. The following day, the catheter was revised after aspirating through the side port and cutting the catheter still did not result in csf flow. The patient remains in the ICU "but is doing ok." Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.